Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was confirmed through a review of the event history log which identified multiple system error 322 alarms. The device was found within specification in relation to the reported system error 322 alarms which were not reproduced during evaluation. No cause was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error-low) alarm. There was no patient involvement. No additional information is available.